Manufacturer narrative:
Unit received with blank display. Problem isolated to electronic assembly. Unable to confirm pump error detected alarm due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that notification light did not immediately stop flashing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.